Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a344. Investigation summary: two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows a device with a green reload loaded from anvil area and drivers can be seen in the channel of sled. The second photo shows a device with a green reload loaded with the jaws closed from side view and two staple legs can be seen protruding of pockets. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. A gst60g cartridge reload was received partially fired 1/16 and loaded in the device with 5 double drivers missing and 2 double drivers out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. Further analysis showed that the knife was partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the wedge resection of left upper lung surgery, could not fire when severing the lung lobe tissue and could not open the jaw. Another device was used to cut the tissue close to the previous cut line to remove the ec60a. Our customer also noted the drivers of the gst60g was fell off as the picture shows. There were no adverse consequences to the patient.